Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok and contrast keypad buttons have been intermittently unresponsive for the past 2 days. She noted that the buttons feel abnormal. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the pt wears the pump in his pocket.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.